Event description:
The account claimed an incorrect fuse (8 ampere) installed in the power supply of the cell-dyn analyzer. The fuse was replaced with the correct one (4 ampere). No impact to user safety or to patient management was reported.

Manufacturer narrative:
(B)(4). The investigation of the cell-dyn 3700 analyzer smoke and fire issue identified the root cause as the installation of an incorrect fuse (by either the customer or the field service representative) in the analyzer power supply when it is operated at 220/240 vac (volts alternating current), which may result in the possibility of smoke and fire. The cell-dyn 3700 operator's manual contains the electrical requirements and specific voltage settings for each system. There are also controls in place to reduce the risk of smoke and fire (over-current protection, fusing, safety icons and hazard warning labels). The following steps were put in place to correct this issue: a product information letter was issued on 20 march 2009 to emphasize to new customers to follow the instructions provided in the cell-dyn 3700 system operator's manual for fuse replacement. A field communication (product correction) was issued on 27 mar 2009 to all affected customers to ensure that the correct fuse was installed in the cell-dyn 3700 analyzers in the field. Manufacturing instructions were changed to remove the fuse prior to shipping of the product to reduce the risk of an incorrect fuse being installed. Instructions were provided to the field service personnel through an installation check list to verify that the correct fuse was installed during installation. Furthermore, the preventive maintenance procedure was changed to include a check that the correct fuse was installed.

Manufacturer narrative:
Evaluation (other): no method, results or conclusions can be made at this time. (Other), incorrect fuse was installed. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.